Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-33090, 1627487-2020-48583. It was reported that the patient desaturated during a lead revision to address ineffective stimulation (related manufacturer reference numbers 1627487-2020-48476, 3006705815-2020-33032). As a result, the physician decided to explant the entire system and flip the patient back to the supine position. Post-operatively, the patient began recovering.